Event description:
It was reported that during implant, the device experienced a setscrew issue, however was implanted successfully. Following the replacement, the physician noticed that the newly implanted right atrial (ra) lead exhibited small p-waves and undersensing. It was determined that the ra lead had become dislodged. The ra lead was repositioned and remains in use. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.